Event description:
It was reported that a patient underwent a herniorraphy procedure on (B)(6) 2024 and absorbable straps were used. Problem during stapling was noted. The staples were not fixing the screen, several attempts were made but without success, the doctor triggered the shot and the clip fell into the cavity. He used another stapler and the surgery finished well and without further complications. Per medical report: "when using the stapler, we were surprised by the failure of the stapler during its use, alternating a clip with the shot failure of the next." There were no adverse patient consequences reported. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.